Event description:
It was reported that while using the greenlight laser system during a prostate procedure, the system displayed error codes 111, 213 and 302; the resonator was found to be faulty. The case was completed using an alternate procedure (turp). There was no injury to patient reported.

Manufacturer narrative:
The xps resonator (s/n: (B)(4)) was received at the manufacture on march 16, 2018.